Manufacturer narrative:
We received one vamp adult system for examination. The reported event of "tubing of this vamp blood management system disconnected" was confirmed. The pressure tubing had been detached from the bond joint with the vamp reservoir stopcock. The pressure tubing was bent near the point of detachment. Indications of bonding solvent were evident on a small area of the tubing bond surface area. The tubing outer diameter was measured near the point of detachment and was found to be within specification. Lot number was not provided, therefore review of the manufacturing records could not be completed. Detached tubing will most likely occur during manipulation of the product by the clinician. Because the clinician is present, the stopcock can be used to stop the flow of blood, preventing blood loss. The system can be exchanged easily for another one, causing a minor delay in treatment or monitoring. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that the nurse went to take a blood sampling when she noticed that the vamp system was disconnected at the blood management chamber. The tubing was found in the patient's bed. A new vamp kit and arterial catheter were changed out and worked successfully. No patient consequences reported. Inquired of patient demographics from the reporter. Unable to be obtained.